Manufacturer narrative:
A steris service technician inspected the unit and identified a valve that required replacement. He repaired the unit, tested it and returned to service.

Event description:
User facility reported unit was releasing steam into the room. No injuries, procedural delays or cancellations were reported.